Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)-the full lead was returned to the manufacturer and analyzed. No anomalies were found.

Event description:
It was reported that there were high thresholds on the right ventricular (rv) lead and had an inadequate safety margin. The patient was referred for a new rv lead; during the procedure the rv lead was capped and a new lead was attempted. The physician could not find a location where capture could be obtained. The lead was returned to the manufacturer. The physician asked for another new lead, which was placed. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.